Event description:
It was reported the patient had stimulation in the wrong location, the patient was getting sensation at the lower back or insertion site. It was stated the patient felt stimulation in the upper leg in the back near the lower buttocks, and experienced sporadic tingling in her toes, and on occasion stimulation was felt in the back of the knee. The patient did not feel stimulation in the pelvic floor. The patient thought the trial was going well and she was getting good relief. It was noted the stimulation ¿was not painful or uncomfortable. Uncomfortable.¿ it was reported the doctor had no idea what the cause of the event was and reported the patient had not yet been implanted. It was stated the patient was implanted with stage one and two on (B)(6) 2013. It was noted the patient was implanted on (B)(6) 2013 and was happy with the trial.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).